Event description:
It was reported the shockpulse lithotripsy system was not delivering power. The issue occurred during a therapeutic percutaneous nephrolithotomy (pcnl) procedure that was prolonged while working to get the probes and generator back working. However, two days later the procedure was able to be completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.